Event description:
The initial call was for an unconscious, (B)(6) male patient of average weight. Patient had ineffective breathing and was in cardiac arrest. The incident occurred at the patient's residence. It is unknown if the arrest was witnessed and how long the patient was down for. Bystander CPR was not performed. Upon deployment, the autopulse platform displayed a fault 16 (timeout moving to take-up position) message. Customer changed out the lifeband twice but was unable to restart the platform. The driveshaft seemed like it was jamming. No compressions were performed with the autopulse. Customer immediately reverted to manual CPR for about 5 or more minutes while another autopulse platform (sn: (B)(4)) was retrieved. This second platform was deployed without any issues and performed compressions for 20 minutes. Patient was not transported to the hospital. He was pronounced dead at his home by rescue team after confirmation with medical advisor via radio. Return of spontaneous circulation (rosc) was never achieved. Patient expired on (B)(6) 2014 due to cardiac arrest. It is unknown if an autopsy was performed. Customer does not attribute the patient's death to the use of the autopulse.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/22/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the encoder cover to be cracked, both top cover wire strands to be cut, and multiple holes on the load plate cover. Initial functional testing of the platform was unable to be performed as the platform exhibited a fault 16 (timeout moving to take-up position) when it was powered on. The reported issue of the shaft jamming was observed and was attributed to a sticky encoder shaft and clutch plate. The edges of the clutch plate were worn preventing the output shaft from spinning freely. Load cell characterization was performed and found that both load cells were performing within specification. A review of the archive was performed and showed that the platform exhibited fault 16 (timeout moving to take-up position), user advisory (ua) 17 (max motor on time exceeded during active operation), ua 20 (position out of range (no unwind)), ua 45 (not at "home" position after power-on/restart), ua 28 (loss of clutch connectivity), ua 7 (discrepancy between load 1 and load 2 too large) and ua 2 (compression tracking error) on the reported event date of (B)(6) 2014. The root cause of the fault 16's was determined to be the bushing in the drive train motor being slipped. The root cause of the ua 17 was unable to be determined, however per the battery hangtag - advisory codes description and action (pn 12741-001), known causes can be attributed to the lifeband being twisted or the battery voltage being low. The root cause of the ua 20, ua 28 and ua 45 was determined to be attributed to the drive train motor not functioning properly. The root cause of the ua 2 was unable to be determined, however per the battery hangtag - advisory codes description and action (pn 12741-001), known causes can be attributed to the patient or lifeband being out of position, or if the lifeband is opened during operation. The root cause of the ua 7 was unable to be determined, however per the battery hangtag - advisory codes description and action (pn 12741-001), known causes can be attributed to the patient being out of position and not properly centered. A review of the archive was performed to assess the customer's battery management practices and shows that the customer is not properly maintaining their batteries. For example, the battery used on the reported event date of (B)(6) 2014 (battery s/n (B)(4)) appears to have been placed into the platform on (B)(6) 2014 and remained there without being charged until use on (B)(6) 2014. The battery's rc when placed into the platform on (B)(6) 2014 was recorded as being 1344. When the platform was power cycled on (B)(6) 2014, the battery's rc was recorded as being 1335. The platform was not power cycled again until (B)(6) 2014 (the reported event date). The battery's rc was recorded as being 818 at the beginning of the reported event. The diminishing rc value is consistent with a battery that has not been charged in 8 days. The archive also shows that the customer is not performing daily check as recommended in the IFU. The drive train and clutch were replaced remedying the customer's reported complaints. Additional parts replaced not related to the reported complaint to ensure that the autopulse platform is functioning without issue: front enclosure gasket, ap graphics labeling, battery compartment seal, temperature spreader, patient brake surface insulator, ui window psa, top enclosure, ui membrane switch assembly, reinforcement ui window, and the load plate cover. The platform underwent and met all final testing criteria. The customer's reported complaint of the platform exhibiting a fault 16 message during patient care was confirmed during power on of the platform for initial functional testing as well as through review of the platform's archive. The root cause of the fault 16 was determined to be attributed to the drive train motor, as a bushing had slipped. The drive train motor was replaced, remedying the customer's reported complaint of a fault 16 message. The cause of the reported jamming issue was due to the edges of the clutch plate being worn, preventing the output shaft from spinning freely. The clutch plate was replaced to remedy this issue. Please note that it was reported that the patient expired due to cardiac arrest. Return of spontaneous circulation (rosc) was never achieved. Customer does not attribute the patient's death to the use of the autopulse. Therapy was continued with a second platform with no issues. The patient was pronounced dead in the field.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.